Event description:
It was reported that the device reached elective replacement indicator earlier than anticipated and also had an electrical reset. The device was also noted to have low battery voltage and high battery impedance. The reset was cleared and the device was scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.